Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 500 units of insulin. Recommendation was made to fill the cartridge with 480 units per labeling instructions. The customer's blood glucose level was 177 mg/dl. The customer reloaded the cartridge successfully and received an accurate fill estimate.